Event description:
Boston scientific crm received information that during the device interrogation, it was noted that approximately one month prior, the lead safety switch tripped for the right ventricular (rv) lead due to impedance measurements that were greater than 2500 ohms. It was also noted that the r wave amplitude measurements had decreased. A lead revision procedure was performed three days later. During the revision procedure, the rv lead was carefully examined via fluoroscopic imaging and again after the pocket was opened. Visual inspection did not reveal any evidence of insulation break or lead fracture. The physician did notice that the rv lead was not past the second set screw in header of the device. The lead was tested using the pacing system analyzer and the impedance measurements continued to vary from 440 to 1500 ohms. The physician opted surgically abandon the existing rv lead. A new lead was successfully implanted with the previous device. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.